Event description:
A false low advia centaur xp psa result was obtained on a patient sample and the result was questioned by the physician. The low result was considered discordant when compared to previous psa test results and the patient's clinical picture. The customer performed repeat testing on the neat sample and the result was low. The discordant sample was run neat on another advia centaur system and the result was over range. The sample was diluted and the result was high. There was no known report of adverse health consequences due to the false low psa assay result.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection. The fse completed a system check, verified all probe alignments and checked the wash sequences. The cause for the discordant low advia centaur xp psa result is unknown. No conclusion can be drawn. The instruction for use under the high-dose hook effect section states the following: " patient samples with high total psa levels can cause a paradoxical decrease in the rlus (high-dose hook effect). In this assay, patient samples with total psa levels as high as 10,000 ng/ml ( 10,000 ug/l ) will assay greater than 100 ng/ml (100 ug/l ). The IFU states in the limitations section: "note: do not interpret levels of psa as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed prostate carcinoma frequently have levels of psa within the range observed in healthy individuals. Elevated levels of psa can be observed in patients with nonmalignant diseases. Measurements of psa should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The instrument is performing within specification.